Manufacturer narrative:
Other applicable components are: product ID 977a260 serial# (B)(4) implanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The patient is young, working, and wears a thick belt so their ins rubs against their belt and is a bit uncomfortable where it is. The patient does not like where their ins is located and would like their healthcare professional (hcp) to move it away from the belt line. The hcp plants to move the ins. Additionally, the patient stated that their stimulation stopped. They tried other groups but still had no stimulation. The patient usually runs between 4.5-5 volts, but they are up to 6 volts and still have no sensation. It was noted that the patient bends and lifts a lot at work. Impedances were all greater than 10,000 ohms for contacts 0-7. Contacts 8-15 were fine. The rep reprogrammed using contacts 8-15 but they had better bilateral coverage with contacts 0-7. The patient feels it more following the reprogramming but some on the left. The hcp plans on checking the connections and revising/replacing the lead due to high impedances at the same time the ins if moved. The issue was not resolved at the time of the report but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-jun-27. The rep stated that it was unknown when the revision surgery would occur as it has not yet been scheduled and it was unknown if the explanted components would be returned for analysis per hospital policy. The information was confirmed with the physician. No further complications were reported/are anticipated.